Event description:
It was reported that post an unspecified stenting treatment procedure, restenosis occurred. An express biliary sd 6x14 monorail stent was deployed in the superior mesenteric artery (sma) in 2004. No information is available regarding the initial stenting procedure. Approximately 4 years later, during this event, the 2cm pcb balloon was advanced through the 6f guide catheter to the restenosis. Some "tightness" was noted between the balloon catheter and the guide catheter. An initial inflation attempt was made without success. The physician then drew negative and blood was drawn into the 2cm pcb balloon, therefore, the physician realized that the balloon was compromised. The procedure was completed with another of the same devices, and no patient complications were reported. Patient status was reported as 'okay'.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation and the stent remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.